Event description:
While attempting a peg (percutaneous endoscopic gastrostomy) placement, the tube started to come apart; it would not advance and the physician could not get it out. The physician attempted to pass a guidewire along side the tube but that was not successful. The tube was cut at the abdominal wall and removed. The patient was admitted and surgery consulted. The patient died during this admission.